Event description:
Novasure device diameter gauge would not work. It appeared broken - it was not able to measure the diameter of the uterus in order to set the machine to finish the procedure. New device obtained and procedure finished. No patient harm.